Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was treated with ceftazidime (intraperitoneal) and gentamicin (intraperitoneal) for the event. Four days after the onset of peritonitis, this issue was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause, hospitalization and treatment were not reported. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.